Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to perform the functional testing, including the operating current measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display anomaly. No damage was found inside the pump. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, minor scratches and a cracked display window.